Event description:
It was stated that the device connected to the dock, but the red warning light was on. The device was reset, and a different dock was used, but the red warning light continued to stay on. Nothing further was reported.

Manufacturer narrative:
Unable to charge due to depleted battery. Functional test could not be performed due to charge anomaly. The device was received with contamination on all pins.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.